Manufacturer narrative:
Initial reporter city - (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was further described as a, ¿leak connection problem¿. This was observed in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufactured between may, 31, 2021 to june 01, 2021. H10: the device was received for evaluation. Unaided eye visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed which revealed a leak at the spike port bonding area. The reported condition was verified. The cause was determined to be manufacturing related most likely due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.